Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit including one swg in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. No obvious signs of use were observed on the returned components. Visual analysis revealed one kink on the distal j-bend. The distal j-bend was slightly misshapen but was intact. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual and microscopic examination of the ars and introducer needle revealed no obvious defects or anomalies. The kink in the guide wire measured 20mm from the distal weld. The overall length of the guide wire measured 603mm which is within the specification limits of 596-604 mm per the guide wire product drawing. The outer diameter measured 0.790mm which is within the specification limits of 0.788-0.826 mm per the guide wire product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars/ 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained one kink on the distal j-bend. Despite this, both the guide wire and ars passed relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the swg kinked while attempting to advance through the ars. Another wire was used successfully. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the swg kinked while attempting to advance through the ars. Another wire was used successfully. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer returned one opened cvc kit including one swg in its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. No obvious signs of use were observed on the returned components. Visual analysis revealed one kink on the distal j-bend. The distal j-bend was slightly misshapen but was intact. Microscopic examination confirmed the damage and revealed that the welds were secure and intact. Visual and microscopic examination of the ars and introducer needle revealed no obvious defects or anomalies. The kink in the guide wire measured 20mm from the distal weld. The overall length of the guide wire measured 603mm which is within the specification limits of 596-604 mm per the guide wire product drawing. The outer diameter measured 0.790mm which is within the specification limits of 0.788-0.826 mm per the guide wire product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle.". The guide wire was advanced through the returned ars/ 18ga introducer needle subassembly via the advancer, and the guide wire was able to pass with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained one kink on the distal j-bend. Despite this, both the guide wire and ars passed relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the swg kinked while attempting to advance through the ars. Another wire was used successfully. There was no reported patient harm or consequence.